Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor electrode broke off inside her body, causing pain and a burning sensation. The customer went to the doctor for an xray, but nothing was found. The customer stated she would be getting an MRI scan. Nothing further was reported.